Event description:
Physician reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4).a review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: device deflation.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on anterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ white particles in device outer surface are observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d2, d9, h3, h6.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.